Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the patient had a small burn. The doctor stated that the unit fired on its own. The unit was tested once it was brought down to make sure that it was the unit itself and not the pencil the doctor was using. When they began to test the unit, the rem slot began to smoke and produce a very strong burning smell. A new unit was brought in and the procedure was completed.